Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture and had damaged retainer ring. The customer stated that the reservoir does not lock into place. The customer stated they went into water and screen went off. Insulin pump cannot turn on. Contacts on battery cap were not missing or damaged. Battery compartment and spring not damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer reported blank display, moisture damage, and cosmetic damage on the insulin pump (retainer ring damaged and crack on battery compartment) the following were noted during visual inspection: partially broken reservoir tube lip, missing retainer, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, serial number label peeling and faded, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. Moisture damage was found on the inside of the battery tube, on electrical board 1, the motor, and force sensor during visual inspection. The insulin pump powered up after battery installation. No blank display noted however, the insulin pump was received with a critical pump error (open book image) alarm. A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was successfully downloaded utilizing crest and thus. Pump error 35 alarm [(B)(6) 2021 at 13:45] was found in the downloaded long trace file. Critical pump error (open book image) alarm and pump error 35 alarm due to moisture damage on the force sensor. The force sensor zero offset is within specification (23.3 milivolts). A test p-cap does lock into place inside the reservoir compartment properly. Blank display is not confirmed. Critical pump error (open book) alarm, moisture damage, and cosmetic damage are confirmed. Critical pump error (open book) alarm and pump error 35 alarm are due to moisture damage on the force sensor. Device had missing retainer, crack battery tube, and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.